Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, the right ventricular lead exhibited oversensing. The noise was reproducible through arm movements and pocket manipulation. No patient symptoms were reported. The lead was reprogrammed.